Event description:
Pt. W/ history of atrial septal defect. Md noted no evidence of pulmonary hypertension. Tee images clearly identified the secundum atrial septal defect. Unstretched diameter was 0.9 to 1/2cm & stretched diameter was 2.2cm. Right heart cath showed ra pressure 8mmhg, rv pressure 25/10. Pa pressure 20/5 w/mean of 13. Wedge presssure was 8. Abnormal qp/qs ratio of >1.5 to 1. Percutaneous atrioseptal closure with 26mm amplatzer device performed on 9/05. Excellent positioning of device noted w/minimal splay of superior aspect of the device over the aortic root. No impingement on any other cardiac structures w/several mm's of clearance from the mitral valve. Stability within the asd confirmed w/appropriate catheter manipulations before device was released. Pt tolerated procedure well & was discharged. On 9/05, pt experienced chest discomfort. Seen in another facility's ed. Echo & chest CT were negative. Monitored overnight & discharged home the next am. On 9/05, the pt had recurrent chest pain. Family called ambulance, and was taken to yet another facility's ed. Pt had a seizure in the ed & cardiac arrested. Medical staff unable to recusitate and ultimately expired. No access to medical records from the other 2 hospitals. Coroner's autopsy report requested, but not expected for several weeks. Md plans to meet with the family. Per md, the coroner told him he suspects hemopericardium secondary to erosion of the atrial wall.